Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: ¿pump not primed¿ warnings with zero force and ¿no cartridge detected¿ warnings observed in the black box. During the rewind step the pump gave ¿076-0001¿ alarm. The pump was opened; internal motor failure found. No damage found to force sensor circuit. Battery cap unavailable for testing a test cap was used for testing purposes.